Manufacturer narrative:
(B)(4). The report that the smartseal peel-away sheath did not separate properly was confirmed. Returned was a smartseal peel-away sheath. The customer also provided photos of the sample. The peel-away sheath did not separate correctly. One side of the sheath body separated following the score line, but the other side did not follow the score line and tore off 3 cm from the hub. A device history record review was performed on the sheath with no relevant findings. Since the sheath is a purchased component, the probable cause of this issue is supplier related. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the surgery room, the smartseal peel-away did not separate properly. A new kit was not needed. The catheter remained in the patient at the time of reporting. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the smartseal peel-away sheath did not separate properly was confirmed. The sample was not returned. The customer provided photos showing a peel-away sheath that did not separate correctly. One side of the sheath body separated following the score line, but the other side of the sheath tore and did not follow the score line. A device history record review was performed on the sheath with no relevant findings. Since the sheath is a purchased component, the probable cause of this issue is supplier related. Further investigation of this issue has been initiated.